Event description:
An assistant reported that a patient experienced a corneal burn during the phacoemulsification portion of a cataract with intraocular lens implant procedure. The procedure was completed.

Manufacturer narrative:
A company clinical analyst reviewed the video provided by the customer and noted that after the phaco handpiece was pulled out from the incision a corneal burn was apparent. It appears that the corneal burn occurred between 16:45-18 minutes in the video, however the grainy quality of the video made it difficult to confirm exactly when the corneal thermal injury occurred. In addition, it is well-recognized in medical literature that wound burns are related to compromise of the flow of fluid around and through the phaco tip as well as overheating of the probe tip due to extended use. To cool the tip of the vibrating needle, fluid bathes the barrel from the inside (aspiration flow rate) and from the outside (irrigation or infusion). Fluid aspiration through the tip may be limited by phaco tip re-use, tip clogging by nuclear material, tubing kinks, inadequate flow and vacuum settings, or obstruction by ovd. The phacoemulsification system is equipped with visual and audible warning signals to alert the user of an occlusion; however the surgeon must recognize the signal and manually stop the ultrasound mode. The facility did not request service. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient safety advisory abstract; preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A root cause cannot be determined. (B)(4).